Event description:
The following report was received from the clinical trial: approximately 56 months post index procedure, the patient was hospitalized for a repeat revascularization involving the index lesion. The restenosis was treated with a taxus stent. The male patient with a history of hypertension, non-insulin dependent diabetes and premature coronary artery disease underwent the implantation of two bx velocity stents to the distal right coronary artery. Approximately 5 years following implant, the patient was hospitalized due to unstable angina and repeat angiogram revealed intrastent restenosis. This was treated with additional stent placement. Indication or the initial evaluation is unknown. The rca was minimally complex based on a available lesion characteristics. The lesion was predilated and a 2.5 x 18mm stent was deployed followed by a 3.0 x 18mm stent proximally in an overlapping fashion. Final stenosis was 0% with timi flow of 3. The follow-up angiogram also reveals that the lesion in the left anterior descending artery and the circumflex have both been stented in the past. However, there is no device information provided.

Manufacturer narrative:
The product remains implanted in the patient, thus not available for evaluation. A device history record review was conducted and the product met quality requirements for product acceptance. Conclusions: restenosis is a known potential adverse event associated with coronary stent replacement. This patient's history and age place him at an increased risk for a major cardiac adverse event. These factors appear to have contributed to his disease progression. This is one of two products being reported for the same event. Please reference manufacturing reports#: 9610978-2006-00548 and 9610978-2006-00549.